Event description:
The customer called to inform the MFR that the suspect device stored a blood glucose result of 861 mg/dl in memory. The customer reportedly stated that she did not remember receiving a result this high. The customer does not have the time and date feature set.